Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited decreased r-wave measurements and t-wave oversensing that resulted in delivery of inappropriate anti-tachycardia pacing (atp) and an unknown duration of pacing inhibition. Boston scientific technical services (ts) discussed troubleshooting and programming options. Programming changes were made. No adverse patient effects were reported. Available information indicates that the product remains implanted and in service.